Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, rupture. And capsular contracture, baker grade unknown. Diagnosed by ultrasound and MRI. The event of rupture was not confirmed, during surgery. Healthcare professional, later reported, capsular contracture, baker grade IV. The device has been explanted and replaced with non abbvie product. This record relates to the left side.

Event description:
Physician reported rupture and capsular contracture, baker grade unknown, diagnosed by ultrasound and MRI. The event of rupture was not confirmed during surgery. Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced with non abbvie product. This record relates to the left side.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.